Manufacturer narrative:
The device has not been made available for evaluation as of yet. Should further information or the device become available, a follow-up report will then be completed.

Event description:
Consumer alleges while trying to get on an elevator she tried to turn and the unit would not operate. She released the joystick and the unit allegedly took off causing consumers leg to hit a wall.

Manufacturer narrative:
The device was returned for evaluation. Inadvertent movement could not be duplicated.

Event description:
Consumer alleges while trying to get on an elevator she tried to turn and the unit would not operate. She released the joystick and the unit allegedly took off causing consumers leg to hit a wall.